Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) and this transvenous defibrillation lead exhibited a shorted shocking lead condition following delivery of 4 high energy tachy shocks. These shocks failed to convert the patient, who subsequently spontaneously converted. Impedance measurements on this lead demonstrated >3000 ohm pacing impedance, and <20 ohm shock impedance. To date, there have been no reported patient symptoms associated with this clinical observation. A guidant technical services (ts) consultant recommended replacement of both the device and the lead.